Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. (B)(4): user had an inaccurate reference according with the complaint.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 120 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Comparison of blood glucose test results by customer from trueresult meter to bayer meter. Back to back blood test performed by customer fasting on (B)(6) 2015 10:11pm produced test results of 69 mg/dl using trueresult meter and 94 mg/dl using bayer meter. Blood test performed by customer fasting during call on (B)(6) 2015 produced result of 72 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed with test strip lot # ps2443: (B)(6). Adverse event not reported.